Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed as operative notes indicated hip was found to be dislocated. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00801802801, femoral head sterile product do not resterilize 12/14 taper, lot# 62813837; item# ep-200150, act artic e1 hip brg 28x44mm, lot# 452220. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision approximately 5 months post implantation due to a fall resulting in dislocation and pelvis fracture. Attempts have been made to obtain additional information; however, none is available.